Manufacturer narrative:
Alarms present in the analyzer alarm trace indicated a general sample quality issue. A preanalytic issue could not be excluded as a potential cause of the event.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 715245. The expiration date was requested but was not provided. The field service engineer replaced both gear pump heads due to contamination in the syringes and decontaminated the circuit. The halogen lamp and cuvettes were replaced. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from the cobas pure c 303 analytical unit. The initial result was 0.426 mmol/l. The sample was repeated as the result did not match the patient's clinical history. The repeat result was 5.08 mmol/l.